Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 10-feb-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for meter not turning on with test strip and hi blood glucose test results. Customer had just purchased the meter the day before the call. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is >125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer pm fasting and produced test results of hi and 175 mg/dl using true metrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is 01/30/2023. The meter memory was reviewed for previous test result history: result 1: hi, date: (B)(6) 2023, time: 1:36 pm, fasting; result 2: 175 mg/dl, date: (B)(6) 2023, time: 1:41 pm, fasting.

Manufacturer narrative:
Sections with additional information as of 22-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.